Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced following the delivery of high voltage therapy. Additional information was requested but was not received. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint could not be confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.